Event description:
It was initially reported by the pt's mother that he had been experiencing some gagging, which was resolved with a device disablement. The pt is known to fall, but it is unclear if this was a cause or contributory factor. Last known diagnostics were within normal limits. The mother is now requesting a device replacement so the pt can obtain a new generator and new lead model. Good faith attempts to obtain additional info have been unsuccessful to date.